Event description:
Customer reports while preparing room for the next procedure, the technologist was repositioning the ceiling mount injector when the power head became detached from suspension and powerhead cable. No patient in the room, no staff injury reported.

Manufacturer narrative:
Liebel - flarsheim field service report: fse replaced pivot assembly on powerhead. Replaced jack screw and female screws for head cable and verified operational functions. System returned to full service by the customer.